Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue, urinary/bowel problems, bleeding, recurrence, vaginal scarring and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that the patient had unspecified revision/removal surgery for stress urinary incontinence on (B)(6) 2008. It was reported that patient experienced exposed mesh and underwent attempted midureteral sling revision and urethrolysis on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).